Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented one day post implant with the right ventricular lead dislodged due persistent superior vena cava. The lead was explanted. There were no patient consequences.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After the helix was cleaned, it could be extended and retracted when torque was directly applied at the connector pin. The measured full helix extension length was within specification. Electrical testis did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.